Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, and a review indicated the glucose target appeared set to a lower setting for much of the day rather than the usual target; the caregiver requested review with a trainer and a training reschedule was arranged. Symptoms included episodes of low and high glucose. Outcomes included the need for troubleshooting, education, and assignment for additional training. Investigation included review of use settings and user reports. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from target configuration and user training needs, though no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.